Manufacturer narrative:
(B)(4). New information received: the tissue pad had melted but not fallen off the clamp arm. The information does not meet the criteria for a reportable complaint. File is not reportable

Manufacturer narrative:
(B)(4); device not returned. No device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a hysterectomy procedure, the polymide pad came out in first case. The probe defective on first use. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.